Event description:
In the acl reconstruction surgery screw was cracked and broke during the insertion. Drilled hole was tapped 3/4 of the way in. Guide wire was taken out and re-positioned but the hole wasn't re-tapped. The screw was retrieved and there were no injuries to the patient, but the length of the dissection was increased.